Event description:
This pt underwent bilateral breast reconstruction with mentor tissue expanders in 2005. Their immediate postoperative course was complicated by fever and atelectasis. Pt was discharged on po day 3. Six days later, their skin flaps were observed to be eccymotic with superficial epidermolysis. Based on the medical records provided, this pt expired in about a week later following rapid onset of sepsis and toxic shock, with the surgical site as possible source. Approx 24 hours preceding death, the mastectomy skin flaps had been debribed and expanders removed. Based on the operative report, no gross purulence was noted. Final wound cultures have not been forwarded to mentor.